Event description:
The sheath material separated during removal. A number of snares were used, and eventually the separated segment was able to be removed from the patient.

Manufacturer narrative:
This event is still under investigation.